Event description:
It is reported by patient's counsel that patient was implanted with a surgical plate in 2006. Post-op, the patient experienced pain and revised about 4 months later.

Manufacturer narrative:
Evaluation summary: there is no information as to where and how the plate was implanted. There are no x-rays to study the implantation. Patient characteristics are also unknown. Cause cannot be definitively determined. H6: evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.